Event description:
In 2008 at approx 09:30, an lpn in the endoscopy room, upon swabbing the biopsy valve with a q-tip, noted that there was what appeared to be bioburden from the biopsy valve cap used for gastric and colonic endoscopes stored in the endoscopy rooms. The infection control nurse was then contacted and when she arrived in the endoscopy suite, several other biopsy valves caps were found with bioburden, as seen on several more q-tips. All these biopsy valve caps were sent to spd along with the remainder of the biopsy valve caps from the room. The biopsy valves caps were from newer scopes that had been in use since 2007. These rubber biopsy valve caps are used to cover the biopsy port on a scope during a procedure. The cap consists of a main part that fits over the port and an attached cover that is closed during a procedure. The biopsy valve caps are used for both gastric and colonic endoscopies. The scopes are both manufactured by olympus with one scope used for colonoscopies, model cf-180al, and another one used for egd's, model gif-h180. There was no indication from the vendor at the time training was provided that the biopsy valves were single use-only items. We have determined that there were 524 pts potentially exposed from 2007-2008, 396 colonoscopies, 128 egds.